Event description:
A surgeon reported that while he was doing a decompression at l4-l5 with instrumentation and spine fusion at l3-l4. He did a 3d scan to start navigating and the o-arm worked well. At the last level he thought that the navigation system was not accurate and he thought the pointer was off. After implanting the last screw he wanted to do a post-op 3d scan to verify placement. When they moved the o-arm one of the front wheels of the o-arm broke and stayed on the ground. The o-arm was not leveled anymore and therefore the surgeon could not finish the surgery with a 3d scan as intended. The surgeon had to resort to other means of checking final positioning of one screw he suspected of being off. He had to use a c-arm in lat and ap view. The screw was not out the pedicle but angular placement within the pedicle was off by about 4-5mm anteriorly, maybe 1-2mm posteriorly. He had to reposition the suspected screw for better positioning. The day after the event, the surgeon was happy with the case and there was no reported impact to the outcome of the patient.

Manufacturer narrative:
(B)(4) regulations due not allow reporters to provide patient information from the site. A software investigation found that the inaccuracy was observed at the furthest area with respect to attached frame. Also, it was suspected that there was patient to frame movement. Software worked as expected.